Manufacturer narrative:
(B)(4). Batch # l5528u. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon wanted to readjust the tissue position before firing with the white reload, but the jaw of the device could not open. Another like device was used to cut the tissue, remove the device and complete the procedure. There were no adverse consequences for the patient reported.